Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that several weeks after placement of a corflo cubby low profile gastrostomy device, the device button locking adapter cracked. The device was removed and replaced with another device (unknown product/manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.